Manufacturer narrative:
Batch review performed on 14-may-2024 lot 2005772: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years and 6 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (12 mm) with a thicker one (14 mm). The surgery was completed successfully.